Event description:
It was reported that during equipment testing conducted at the user facility prior to the start of a surgical procedure, the saw was overheating and running without user activation, when in use with both the handswitch and the foot pedal. No pt involvement, no delay, no medical intervention, and no adverse consequences were alleged with this event.

Manufacturer narrative:
During device eval, neither the reported overheating, nor the reported running without user activation were duplicated. However, corroded sockets were found which was identified as a probable cause of the device running without user activation. Upon follow-up, it was reported by the user facility, that the device had not overheated, but an overheating error had been displayed on the console when the handpiece was plugged in.